Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with short active insulin with a needle. The customer stated that the no delivery occurred during the night. The customer was advised to hold down act until they receive a second series of beeps or numbers to appear on the display. The customer stated that the second series of beeps and numbers appeared on the screen. The customer was assisted with clearing battery out limit alarm. The customer was advised to monitor the pump.